Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Upon follow-up, the healthcare provider indicated that the device was discarded and will not be returned for evaluation. No additional information was provided regarding patient diagnosis and condition. The surgeon indicates that this event is not related to a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that the annuloplasty ring was explanted after an implant duration of approximately 25 months, and replaced with a same model ring, size 36mm. The healthcare provider indicated that the ring was explanted in order to replace with a different size ring. Also indicated that the reason for explant is not related to a ring malfunction.